Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the rca. The mini vision was unable to cross and the stent dislodgd mid lesion. The stent was compressed against the vessel wall; however, it is unk if the stent delivery system balloon was used or a new balloon was used to compress the stent. No other stent was able to cross. There were no pt effects reported. No additional information was available.